Manufacturer narrative:
Initial and final MDR 1955099 - MDR 3003442380-2024-18564 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of kinked cannula with three infusion sets after being used for less than a day. The symptoms were noticed 3 or more hours after insertion. The site of insertion was reported to be thigh and arm and the site was rotated regularly. Patient's blood glucose level at the time of event was 400 mg/dl so patient took a correction bolus via pump. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.